Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an override issue involving ativan. The technical support specialist explained the remaining non-urgent portion of the case, which involved recommending that ativan item ID: 1000001321 be configured as a fractional dose form issue item likely as a single-dose auto waste configuration. This setup is also outlined in the medbank myqlink user guide, referenced on pages 79¿80 upon login. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower for a 0.5ml dose of ativan im, the system wouldn't open when a nurse tried to access it. Instead, it sent the nurse back to the main screen. When tried to override, the system said: 'item already added to patient list. Please select a different item.' The customer stated that the only way to get the medication was to contact the pharmacy or nurse management during business hours, or the staffing office after hours. They had four patients on this dose. There were no adverse events or injuries reported based on this incident.